Event description:
It was reported that the patient complained "thumping" in their abdomen. It was determined that the patient was experiencing extracardiac stimulation from diaphragmatic pacing of the left ventricular (lv) lead. The lv voltage output was decreased, the pulse width increased, and the polarity reprogrammed. The lv lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 6947m62 lead, implanted: (B)(6) 2013; a 556853 lead, implanted: (B)(6) 2013. (B)(4).